Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the packaging has been discarded. The pse60a device was visually inspected and no conclusion could be reached about the package seal because no packaging materials were received. If the packaging materials become available, the complaint event will be re-evaluated. Complaint event could not be confirmed. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown procedure, the device was taken into the or room, but prior to use, the packaging was found to not be sealed properly. It is believed that the sterility of the device was compromised. The device was not used. Another device of the same product code was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that complaint was reported. Should the information be provided later, a supplemental medwatch will be sent. The pse60a device was visually inspected and no conclusion could be reached about the package seal because no packaging materials were received. If the packaging materials become available, the complaint event will be re-evaluated. Complaint event could not be confirmed.